Event description:
It was reported that the patient had presented with loss of trunk control, difficult mobility, and increased constipation. It was stated that the events resolved without sequela on (B)(6) 2013. It was noted that the difficult mobility was related to the intrathecal baclofen and was addressed by decreasing the dose. It was also noted that miralax was used to treat the constipation. One week later, it was reported that the patient had difficulty walking. About two weeks later, it was reported that the etiology of the symptoms was the increase of the patient¿s dose. Two days later, it was reported that the patient experienced debility. Two weeks later, it was reported that the event was related to medication side effects. The next day, it was reported that the event was related to ¿drug toxicity¿.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).